Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the light source shut down during a case. It was not confirmed if the light source was able to be powered back on. The procedure was completed successfully with no adverse consequences or medical intervention.

Event description:
It was reported that the light source shut down during a case. It was not confirmed if the light source was able to be powered back on. The procedure was completed successfully with no adverse consequences or medical intervention.

Manufacturer narrative:
Alleged failure: shut off during case. The probable root cause/s could be a combination of bad mainboardand the need for a contact spring and contact ring upgrade. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).